Event description:
It was reported that after the procedure, the battery pack was removed from the housing and placed on a metal trolley with the contacts facing down, touching metal. A kimguard was placed on top of the battery pack. The kimguard began to smolder and caught on fire. There were no adverse consequences reported for this event.

Manufacturer narrative:
The battery pack is being sent to the manufacturer for investigation. When the investigation is complete, a follow up report will be filed.